Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon was using the modular offset stem inserter for the accolade ii stem, and when impacting the stem into the femoral canal, a small metal chip broke off. Surgeon removed chip and stem was successfully inserted. Modular offset stem inserter and chip have been acquired for analysis.

Event description:
Surgeon was using the modular offset stem inserter for the accolade ii stem, and when impacting the stem into the femoral canal, a small metal chip broke off. Surgeon removed chip and stem was successfully inserted. Modular offset stem inserter and chip have been acquired for anlaysis.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an accolade inserter was reported. The event was confirmed via provided photos. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photos present the reported device with blood on it and a small piece was fractured off it. The fractured piece appears to be from the shaft. The reported event is confirmed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that a small metal chip broke off from the accolade inserter. This was confirmed via provided photos. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details and return of the products are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.